Event description:
It was reported that two months after a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was initially located in the mid left anterior descending (lad) artery. The vessel was 2.50mm in diameter, 95% stenosed; the lesion was 9.00mm in length and mildly calcified. During the initial stenting procedure, the physician pre-dilated the area with a maverick2 2.50 x 20.0mm balloon at 9 atms and successfully implanted a taxus express2 2.50 x 24.0mm drug eluting stent (des) at the lesion site. There were no patient complications. Two months later, the patient began to experience chest pain. Angiography revealed in-stent restenosis at the location of the previously implanted taxus express2 des. The vessel was 90% stenosed. A taxus express2 2.50 x 16.0mm des was successfully implanted to treat the restenosis. After the procedure, the patient was reported to be in good condition.

Manufacturer narrative:
A unit has not been returned, as it remains in the patient for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8391350 found that the device met its material, assembly and product specifications, at the time of release to distribution.